Event description:
It was reported that the pt has pain and swelling. Pt had bilateral hip done and not sure of the implantation date. The pt had left total hip replacement using rejuvenate modular hip-stem. Pain in hip for several months. Ordered serum cobalt, chromium, cbc, sedrate, crp. Aspiration with cultures, gram stain, cell count, mass MRI. Schedule revision surgery.

Manufacturer narrative:
The pt is (B)(6). Catalog numbers and lot codes of other devices listed in this report. Cat # 502-03-58f, lot # mjrjxa, description primary tritanium hemi cluster hole cup 58mm. Cat #2030-6530-1, lot # mkewrr, description: 6.5 cancellous bone screw 30mm. Cat # spt-100000s, lot # mhmt8m, description: rejuvenate strght prfit tmzf mod stem size 10. Cat # 623-00-36f, lot # mkjelp, description: trident 0 deg x3 insert 36mm ID. Cat #2030-6530-1, lot # mkhj4n, description: 6.5 cancellous bone screw 30mm. Cat # 6570-0-136, lot # 36591902, description: delta v-40 ceramic head 36/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested and if received, will be provided in a supplemental report.